Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012368132 and image data files were returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The guidewire was unable to be inserted into the dilator. X-ray and further inspection identified damage on the dilator tip. During the insertion process, the guidewire tip stuck at the distal end of the dilator and caused insertion difficulties. Two images were received. The first image showed a 10 french sheath with its dilator inserted all the way. The second image showed a dilator tip damaged. In conclusion, the sheath failed the returned product inspection due to a kink on the side port and dilator tip damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire was unable to pass through the sheath. The sheath was r eplaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.